Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.

Event description:
Information received indicates, the brake casters are ratcheting from side to side when in brake.